Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 3004209178-2014-94438.

Event description:
It was reported the customer had previously called about button error alarms. Customer called back stating the device alarmed no delivery three days ago and it blackout the day prior to call. The device passed self-test. Further troubleshooting was denied. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify off no power alarm and no delivery alarm due to no button response. The insulin pump has minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.